Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt samples when using the access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin plasma collected with a gel separator and centrifuged for 12 minutes at 3500. Sample tube was filled to the appropriate volume and the appearance was normal. Quality control (qc) was last performed the morning of (B)(4) 2009 and was within the customer's established ranges. A system check was performed on (B)(4) 2009 was within specifications. On (B)(4) 2009, the field service engineer replaced the aspirate probes, wash pump stator and seal. Replacements were deemed to be proactive. No direct correlation to the event was identified. All verification testing passed within published specifications. As of (B)(4) 2009, the customer stated they have not had any further erroneous results since. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.